Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device was returned and evaluated. The reported problem could not be duplicated. The investigation is ongoing.

Event description:
The user facility reported the system shutdown during procedure. No patient impact reported.